Event description:
Pt was to be started on crrt, rn attempted to prime crrt machine "pee wee" three times and most malfunction codes (0040, 0060, 0050) respectively. Spoke with gambro rep twice regarding this matter, who determined the machine was defective and in need of repair. Delay in starting crrt in pt.